Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) reading of "low"; however, no specific value was provided. Cause was not known. Customer consumed glucose tablets and carbohydrates to address bg level. Additionally, the wake button was not working. Customer's bg level was 510mg/dl. The customer delivered a bolus via the pump to address bg level. Customer continued to use the pump for insulin therapy.